Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: boston scientific crm received information that this dextrus atrial lead exhibited non-capture at maximum outputs, and possible micro-dislodgement was suspected. The pacemaker was programmed to vvi mode for the time being, while the physician considers a lead revision procedure. No adverse patient effects were reported. No additional information is available at this time. If additional information becomes available, this event will be updated.